Manufacturer narrative:
No patient samples were returned by customer. Investigation was performed on cardiac lot w48733 from a previous case. Product support tested in-house positive control, cal h and negative control, cal z, on retained cardiac lot w48733. All data points with calibrator z were below manufacturing cut off. One data point was outside of the 2sd range with calibrator h. Overall troponin recovery was 79%, within manufacturing specification. No error codes, false positives or high bias was observed. Two patients provided results that are below the clinical cut-off stated in the product insert of 0.40ng/ml. There may have been possible sample specific interference on the third sample, but it is unable to determine this without returned patient sample. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false positive troponin on three patients in the last month. All three patients were admitted to the hospital. Results were compared with an alternate analyzer, which came back negative for all three patients.